Manufacturer narrative:
Complaint component was visually examined with the aid of a 5x loop. The fracture surface is non-planar. The actual cause for this failure is not known since the tightening torque specification is well below the expected failure torque and the device usage history is not known. Review of device history records found forty (40) pieces of lot 13020ps were released for distribution on (B)(6) 2017 with no deviation or anomalies. Three-year complaint history review found one (1) previous report of this nature for the current reported lot. No trend was identified for complaints of this nature for this part number. No corrective actions are being recommend since the cause for the observed condition remains unknown and no trend for this type of failure was identified.

Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure on an unknown date, the tip of the lock-screw torque driver broke while tightening the lock-screw. The broken tip was removed from the head of the screw and the procedure was completed utilizing another driver readily available in the set, with no measurable delay to the procedure or injury to the patient.